Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 38 mg/dl. Customer stated buttons may have been held longer than three seconds. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had intermittent act or down arrow button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.